Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was removing the serter away from the sensor but the needle stayed inside and the sensor came off the pedestal. The customer was able to insert one successfully afterwards. The customer's blood glucose level was 5.2 mmol/l. The customer was advised to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used sensor and found needle separated from sensor base. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Complaint against sen-serter.